Event description:
It was reported that during an unrelated procedure, the device entered backup mode. Additionally, high capture threshold that resulted in loss of capture was observed. The device firmware was reloaded to resolve the backup mode, and the device was reprogrammed to resolve the loss of capture. The device was interrogated again, and it was observed that the estimated remaining battery longevity was incorrect. Abbott technical support said the longevity would correct itself over time. The patient was hospitalized and will continue to be monitored.

Event description:
Additional information received indicated the patient was seen in clinic and the battery parameters were normal. The patient was in stable condition and will continue to be monitored.